Manufacturer narrative:
(B)(4). Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that during withdrawal a shaft break occurred. At the end of the procedure the shaft of the catheter broke during withdrawal and was removed without incident. The procedure was completed with this device. There were no patient complications and the patient status is fine.